Manufacturer narrative:
H4: the lot was manufactured between june 12, 2023 and june 14, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the bag that contained the folfusor device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the reservoir (bladder). The issue was further described as "droplets found inside the casing and small amount of fluid deposit in the bag". This was observed during product inspection, prior to patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.